Manufacturer narrative:
H3 and h6 codes - updated. The device passed all functional testing after repair. The device was visually inspected and found that there was air detector loose, downstream occlusion (dso) seal delaminated, upstream occlusion (uso) seal dented, battery compartment cracked, battery door cracked. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. Customer complaint of ¿the air sensor and dso seal unattached and falling off¿ confirmed through visual inspection. Air detector and dso seal were replaced to correct the issue. The upstream occlusion seal was replaced due to seal dented. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump had both the air sensor and the downstream occlusion seal unattached and falling off during testing. There was no patient involvement or harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.